Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 28 mg/dl at the time of the incident. Customer's current blood glucose level was 101 mg/dl. The customer was assisted with troubleshooting for low blood glucose. The customer was treated with food. Customer was not using insulin pump system within 48 hours of reported low blood glucose event due to product issue. Customer reported that the insulin pump was not functioning correctly. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.